Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is failure by the customer to input the correct calibrator bottle values. The kit contains lot specific calibrators and the IFU prominently states, "each kit contains matched sets of hb1c flex(r) reagent cartridges and calibrators. These components are not interchangeable between kits with other lot numbers." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated hb1c results were obtained on multiple patient samples. The results were reported to the physician. The results were questioned within the laboratory due to a qc shift. It was discovered that incorrect calibrator bottle values had been input during calibration of the lot in use. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.